Event description:
Arjo lift tipped over resident and employee injured. Cna was transferring resident from shower gurney using the lift. Cna was pulling pt back when heard a popping sound. The lift then started to tip over. Cna tried to stop it from falling, and tried to lower resident to floor but entire unit resident and cna all fell to the floor. Minor injuries. Back wheel shattered.